Event description:
Rptr thought it was the job of the FDA to protect the public from unscrupulous business practices. Rptr asks how FDA can justify cos that MFR glucose monitors and test strips to have an acceptable variance of 40%, 20% +/-. When the ada's recommendations for glucose ranges are as low as they are, a person that is sensitive to glucose levels could experience symptoms of low glucose while testing a normal glucose level. Not to mention the health consequences of prolonged levels higher than recommended. Rptr also finds it questionable that the FDA condone the policies of these companies to have expiration dates that really don't reflect the true shelf life or half life of the strips. Not only that but they all promote, by disclaimer and advertisment, the fallacy that to use strips that fall as one day out of the expiration time limit, there may be some catastrophic consequences. How can that be when they have an acceptable margin for error of 40%. This all appears to be a conspiracy to dupe the public, which FDA is mandated to protect. Rptr believes that this campaign to misrepresent and mislead the public only serves to inflate the price of a product that should cost a very small fraction of the going price. Which by the way can be, depending on where they buy the strips, $.40 - $1.50 per strip. To a person that has uncontrolled diabetes and has to test several times a day, this can be a huge financial burden. That doesn't even take into consideration the other costs of the disease, treatment, doctors visits and the food to list a few. Rptr asked if there is any reputable info that will give a true and accurate shelf life of glucose test strips. To disseminate this info to the public would make the market more sensitive and much less hostile to the pt and would make the control and monitoring of diabetes more affordable. To make this info known would protect the public from what rptr sees as a market wide scam designed to mislead and misinform the public. Rptr also believes that the FDA should make the mfrs more responsible for their products by tightening the acceptable margin for error, especially since these lax tolerances do affect peoples' health and well being which eventually costs them all in higher health care costs. The margin for error allows the mfrs to slide on any responsibility for their test strips and monitors being excessively outside a true and accurate glucose reading that might cause premature and dire consequences. Ascensia contour manufactured by bayer is another monitor that rptr has. The two don't match when they test with both monitors at the same time. Yet both fall within the accepted margin for error.